Event description:
It was reported to manufacturer, by facility, care center, per facility the 1/2 eyebolt that goes from the scale to where the main pin goes through has snapped in half. Patient was in lift at the time. No reportable injury per facility. This device has been issued to have product returned for evaluation. In addition, the manufacturer of scale has been notified. This is being reported under malfunction, which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5.